Manufacturer narrative:
The cartridge instructions for use state: replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing intermittent high blood glucose (bg) levels (400 mg/dl) and a correction via the pump was delivered to address the bg level. The cause of the high bg was not known. As the event had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the event. Reportedly, the customer had been using humalog in the cartridge for 3 days.